Event description:
It was reported by service report that the trolley and transfer will not lock in the load position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.